Event description:
Blood was seen leaking from the gas outlet of the device during the procedure. The unit was replaced during the case with no pt complication reported. No other event info has been provided.